Event description:
It was reported by service report that the right mount at the motion interrupt pan was cracked, and the bed would not go down. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged motion interrupt pan.